Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation results: 20 unprocessed (1 used and 19 unused) cyclesure biological indicators (bis) from lot 18391a, exp 10/2010 were received. A visual analysis was performed on the 19 unused (new) bis revealing no anomalies, each vial contained a spore disc. Visual analysis of the one used unprocessed bi showed that the cap was depressed, the chemical indicator was red (indicating no exposure to peroxide), and the vial was crushed. The tyvek liner was crumbled in the white cap. The spore disc was present and there was no media remaining in the vial. Positive control testing was performed on the 1 used bi and 13 unused bis. The results showed the media color changed from purple to yellow after 24 hours incubation. The complaint history for this lot shows one other similar reported complaint. A review of the complaint trend for cyclesure "no growth bi control" failure mode is within acceptable control limits. Within the past 6 months ((B)(6) 2009 to (B)(6) 2010), this bi lot did not reveal a significant trend for this issue. Based on the health hazard evaluation, the risk of false negative presentation is considered to be low. An assessment of the failure mode and effects analysis revealed a low-safety risk to the user. The device history record for this lot was reviewed and found to meet all required specifications without any manufacturing nonconformities at the time product was released for shipment. The reported crumpled tyvek found on the one used bi, does not appear to be related to the reported issue. A crumpled tyvek will yield to false negative result on a processed bi. The complaint is regarding unprocessed bis. Based on the information, a definite root cause could not be confirmed as thorough investigation and testing could not reproduce the reported issue of a no growth bi control. There were no problems found with the returned product as the bis exhibited growth after 24 hours of incubation. Asp will continue to track and trend.

Event description:
The customer alleged an event of no growth of bi control biological indicator (bi). There were no injuries reported from the unrecalled load. The user did not recall the load as the processed bi was negative, and subsequent two control bis from the same lot were incubated and the spores grew as expected.

Manufacturer narrative:
Mfg date: 07/02/2009. Expiry date: 10/2010.